Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® sst¿ ii advance plus blood collection tubes, 15 tubes exhibited gel air bubbles and gel smearing. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received 1 photo for investigation. Evaluation of the photo indicated that all tubes had bubbles in the gel before use, along with gel smeared up the side of the tube before use. A total of 100 retained samples were visually inspected, and no gel defects were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality were not under statistical control for the month of december 2025, therefore additional testing is indicated. Factors that may contribute to gel smearing were evaluated through a clinical study to verify the design of the device met it¿s intended use. Bd was unable to duplicate the customer¿s indicated failure mode, gel smearing, via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples demonstrated clinically acceptable performance. This complaint has been confirmed for the indicated failure modes gel airbubbles-before use and gel additive abnormality. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported prior to using bd vacutainer® sst¿ ii advance plus blood collection tubes, 15 tubes exhibited gel air bubbles and gel smearing. There was no health impact or consequences reported.